Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the extreme distal end. The knife bar was herniated from the side of the reload with the jaws clamped. The h-limiters were present within the device. The articulation flag was bent. Functional testing could not be performed due to the condition of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code: (B)(4). (Extended operating time over 30 minutes, unanticipated tissue loss) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The stapling device was being applied to the umbilical region under direct vision. There a was no space on either side of the rectum. The surgeon fired the device lengthwise from ventral to dorsal. The surgeon articulated the jaws with a big angle and clamped the tissue. The first firing with the powered stapling handle was completed with no problem. For the second firing, the surgeon articulated the jaws in the same way and pushed the cartridge to approach the tissue by force. The surgeon fired the device successfully. Pushed the silver button and the motor sound was heard, however, the knife did not return to the initial position and the jaws were not opened. Reconnected the adapter but the status was the same. Used the manual adapter tool and the articulation was partially released but not returned to the straight position completely. In order to resolve the issue, the surgeon resected additional tissue with a manual device to remove the stapling device. The surgical time was extended by more than thirty minutes. The status of the patient is no problem.